Manufacturer narrative:
Initial reporter name and address: (B)(4).

Event description:
The customer reported that during clinical training, the ventilator gave an error: check - primary alarm failed. There was no patient involvement.

Manufacturer narrative:
The customer reported to the remote service engineer (rse) that the issue occurred during clinical training by an account manager, and the device was not used on any patients. The rse advised that the device was a training device that is used by a philips clinical trainer, and the fault could be with the speaker or central processing unit (cpu) board. The rse also informed the customer that the device needed to go to bench repair. The repair for this device cannot be conducted at this time because the motor controller (mc) printed circuit board assembly (pcba), cpu pcba, power management (pm) pcba, and speaker are on. The material has been requested, and an order for the parts was placed to conduct the repair of this device. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10. During bench repair, the authorized service provider (asp) discovered that the "check vent - primary alarm failed" error appeared to be caused by a faulty speaker and confirmed that the power speaker failed and read unlimited resistance. The asp swapped the speakers but found that the motor speaker still failed. The asp therefore ordered and replaced the speaker to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11. Updated contact information and contact office entity.